Event description:
Initially, it was reported that the patient underwent generator replacement due to end of service. The physician later reported that the generator was at ifi and that the patient had been experiencing an increase in seizures and that the patient's seizures had become longer and stronger. It is unknown if the seizures were increased above the patient's pre-vns baseline. The generator was returned for analysis. Analysis of the generator was completed on (B)(6) 2013. The battery shows an ifi condition. The post burn-in electrical test results showed that the pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Attempts to obtain additional information will be made, but no additional information has been received to date.